Manufacturer narrative:
Updated evaluation method and result code grids.

Event description:
It was reported the power button does not work. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.